Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to an intensive care unit, due to a possible syncopal episode. Upon interrogation, lead noise was observed on the right atrial lead and was reproduced with isometrics. Programming changes were made. The patient was stable during and after the interrogation and will continue to be monitored.